Manufacturer narrative:
Results: there were no abnormal conditions reported in the DHR that could cause the defect, as well as no quality notifications. All process and final inspections comply with specification requirements. Conclusion: thirty customer samples were hand activated to evaluate defective locking of the safety shield. The safety shields were rotated backward with ease with no IV shield lift identified. The safety shields were then engaged over the IV needles. The shields functioned correctly.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter that the pink shield on the bd eclipse needle was coming off during the process of engaging the shield. No injury, no medical interventions, no mucous membrane exposure.